Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the touch screen went blank while on a patient. The unit alarmed when the screen went blank and the patient couldn't breathe. The patient was removed and provided manual bagged ventilation until the vent was able to be replaced. There was no harm to the patient.

Manufacturer narrative:
The carefusion field service representative evaluated the unit and was able to reproduce the reported issue and isolate it to a faulty front panel assembly. The front panel was replaced and unit is meeting factory specifications.